Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that there was a loss of therapeutic benefit. The patient stated they received a text message indicating that the implant battery was approaching the end of its life. The patient mentioned they suspected something was wrong because the ins was not working as effectively as before. The patient also stated that the last time they made changes after their MRI, their symptoms did not improve. The patient mentioned that when they needed to go to the bathroom, the urgency was immediate. The patient also stated they had been told their bladder was weak and comparable to that of a 60-year-old. Additionally, the patient mentioned they were no longer feeling the stimulation. The agent reviewed considerations for therapy optimization, general programming guidance, and educated the patient on the general use of external devices. The agent walked the patient through connecting to the ins and switching between programs. The patient was able to connect to the ins, change programs, and increase the stimulation. The caller confirmed the patient felt the stimulation in the bicycle seat area and that it was comfortable. The patient was advised to monitor their symptoms and to contact their managing healthcare provider if symptoms persist.